Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy, ous, mr, 2.25x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found a partial break in the midshaft section, the partial break was 24mm distal from the midshaft/hypotube bond. The partial break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the midshaft partially breaking. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through a severely calcified and moderately tortuous lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2017. It was reported that crossing difficulties were encountered. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a 2.0x20 balloon catheter, a 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a partial break of the shaft polymer extrusion.